Event description:
It was reported that the patient presented for a follow-up visit in the clinic with an unspecified infection and skin erosion at device pocket site. The device pocket was noted to swelling, discharge and redness. The implantable cardioverter defibrillator (ICD), right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: the date received by manufacturer should have been (B)(6) 2024, rather than (B)(6) 2024.